Manufacturer narrative:
The customer reported a complaint that "it requires significantly excessive force to pull up the lifeband to rotate the drive shaft of the autopulse platform (B)(4) back to its home position" was confirmed during the functional testing. During testing, the encoder drive shaft does not rotate smoothly, exhibited binding and resistance, thus confirming the customer reported complaint. The root cause was the sticky driveshaft clutch area, caused by burrs on the 12-hex edges of the armature plate and on the surface of the clutch rotor, likely attributed to the regular use of the device. The clutch plate was deburred to address the reported complaint. Upon visual inspection, unrelated to the reported complaint, noticed a hole on the load plate cover that affects the watertight seal, likely attributed to user mishandling. The load plate cover was replaced to address the observed physical damage. The autopulse platform passed the initial functional testing without any fault or error. The archive data review showed no significant discrepancies. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
The customer reported that it requires significantly excessive force to pull up the lifeband to rotate the drive shaft of the autopulse platform (B)(4) back to its home position. Per the customer, the reported issue was observed intermittently when the compressions are paused. The customer provided no further information. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.